Event description:
The suspect meter exhibited variation in test results when compared with another poc meter and the lab. The following test results were reported. 11/22 inratio: 2.9, coagucheck: 3.3. Last 2 weeks results: inratio; 4.2, coagucheck: 3.6, lab: 3.3. Inratio: 2.1, coagucheck: 3.8. Inratio: 2.8, coagucheck: 2.4. Customer requested to perform a correlation study and will call back with results.